Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements related to electrical performance and inner insulation integrity were within normal limits. Outer insulation integrity was found to be compromised due to cuts approximately 22 centimeters from the terminal pin, which is damage that occurred during the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, except for the outer insulation damage. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized after receiving multiple inappropriate shocks from their implantable cardioverter defibrillator (ICD) system on a specific day. Therapy was noted to not be exhausted. The boston scientific representative indicated that the device provided this shock therapy due to oversensing, specifically double counting. There was no pacing inhibition observed. In addition, there was loss of capture noted with no asystole observed. As a result, tachy therapy was programmed off per the physicians request. Subsequently, a revision of this right ventricular (rv) lead was performed. The lead remains in-service. No additional adverse patient effects were reported. Additional information received indicates that the rv lead exhibited dislodgment and was explanted and replaced. No additional adverse patient effects were reported. The lead has been returned for analysis.

Event description:
It was reported that this patient was hospitalized after receiving multiple inappropriate shocks from their implantable cardioverter defibrillator (ICD) system on a specific day. Therapy was noted to not be exhausted. The boston scientific representative indicated that the device provided this shock therapy due to oversensing, specifically double counting. There was no pacing inhibition observed. In addition, there was loss of capture noted with no asystole observed. As a result, tachy therapy was programmed off per the physicians request. Subsequently, a revision of this right ventricular (rv) lead was performed. The lead remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized after receiving multiple inappropriate shocks from their implantable cardioverter defibrillator (ICD) system on a specific day. Therapy was noted to not be exhausted. The boston scientific representative indicated that the device provided this shock therapy due to oversensing, specifically double counting. There was no pacing inhibition observed. In addition, there was loss of capture noted with no asystole observed. As a result, tachy therapy was programmed off per the physicians request. Subsequently, a revision of this right ventricular (rv) lead was performed. The lead remains in-service. No additional adverse patient effects were reported. Additional information received indicates that the rv lead exhibited dislodgment and was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.